Event description:
Country of complaint: (B)(6). Suture broke during use.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open pouch. There are no previous complaints of this code batch. There are no units in OEM stock. Received one open sample with a detached needle inside. The needle is manipulated and deformed. There is no thread inside. Also, received one empty aluminum pouch. Without any closed sample we cannot carry out a proper analysis. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.